Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The trend is stable through 2014-01-15. It increases steadily to between 1400 and 1600 ohms over next 6 weeks.

Event description:
It was further reported that a lead integrity alert (lia) was triggered due to further increased impedance and threshold. A lead conductor fracture was electrically confirmed. The lead was capped and a new pace/sense lead was added. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance and threshold. A chest x-ray was performed with normal results. The lead was reprogrammed and remains in use. The patient was a participant in the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.